Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for this repair. Per service report the arterial board was replaced and the software version was updated to 04.02.00. The unit was tested per the service protocol and passed all tests. (B)(4).

Event description:
On (B)(6) 2013 the ssu at (B)(6) reported that the bmu-40 serial number(sn): (B)(4) was not able to be calibrated. (B)(4).